Manufacturer narrative:
(B)(4).

Event description:
It was reported that a longevity discrepancy was observed. This discrepancy could be caused by small fluctuations in battery voltage and caused the programmer to display a longevity estimate that was not expected. The patient will continue to be monitored.